Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the rotawire was broken, 167cm from the proximal section and the distal tip was not returned. Also, the body was kinked. Dimensional inspection was performed. The overall length and the outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25jan2017. It was reported that a rotawire was used with no issue. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire was used with a 1.25 rotalink¿ plus; however, the burr was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed the rotawire broke.